Event description:
It was reported that an asymptomatic patient complained that the device was beeping. Upon interrogation, the pulse generator exhibited backup operation. After a software download, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.